Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported replace battery and battery failed alarms, with the battery stuck in the pump compartment. The customer was treated with manual injection/ insulin pen. The event involved product(s) mmt-397a, mmt-332a, mmt-1880. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit was successfully uploaded to carelink. The pump passed the sleep current measurement, active current measurement, and self test. Pump was successfully downloaded using thump and no unexpected power alarms were noted in the history files or traces. Battery cycle 27.0 received the lowbatteryalert (104) on 01/31/2026 08:25:00 after more than 7 days at 9.0 days. Battery cycle 26.0 received the lowbatteryalert (104) on 01/21/2026 22:45:00 after more than 7 days at 9.29 days. Battery cycle 25.0 received the lowbatteryalert (104) on 01/12/2026 15:41:00 after more than 7 days at 12.61 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test alarms noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, missing display window/cover, scratched case, and pillowing keypad overlay. The customer¿s alleged failed batt test was not confirmed during testing or in the history files. Pump passed the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.